Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 alarms which were reproduced while running a loaded set. System error 322 alarms were verified through a review of the event history log and found to be caused by a stuck lower link switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low)) alarm. The problem was found during testing in the biomedical service department. There was no patient involvement. No additional information is available.